Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n340507, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient was having "problems with the unit" either the lead or device. The patient thought the lead may have "migrated up to his neck." When stimulation was turned on, it felt like it was "squeezing his chest." The patient woke up one morning with this sensation. The patient thought that his microwave may have turned on his device when he walked past it. The patient had a lead revision on 2012 (B)(6). Programming was done after the revision and they "hit the button on the nose", the patient was no longer having issues with their stimulation.